Event description:
In an unconfirmed event, consumer complained she allegedly experienced the following: "as soon as I used it for my night-time brushing, I noticed that my dental filling had come out."

Manufacturer narrative:
The device was not returned to the MFR for evaluation so a complete investigation could not be performed. This event is being reported because a loss of a dental filling is considered a reportable adverse event. Our medical advisor has determined that the use of a power toothbrush would not dislodge a sound or intact dental filling or overlay, and that the dental filling would have to be previously compromised in order for loss to occur. Until and unless we receive add' info, we consider this to be closed.